Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the patient experienced chest pain and st elevations when they woke up from the anesthesia. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was successfully implanted. When the patient woke up from the anesthesia, they experienced chest pain and st elevations. The patient was given the medication lasix for treatment. The physician who performed the procedure thought it was more of a result from the anesthesia because he confirmed there was no problem with the patient's heart.